Event description:
It was reported that the yellow coating within the basket of a ngage nitinol stone extractor peeled during use. The device was opened, tested, and passed down the flexible scope without issue. The nursing staff then observed a yellow coating within the basket peeled off while the basket was being used. The user then switched to a second ngage nitinol stone extractor from the same lot and it was introduced into the patient. Then it was noted that the same issue occurred. The second device was removed and replaced with a third ngage nitinol stone extractor from a different lot and the case was able to be completed. All remnants of the yellow coating were flushed out of the patients collecting system prior to the cessation of the case. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: initial reporter name and address = (B)(6). E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported that the yellow coating within the basket of a ngage nitinol stone extractor peeled during use. The device was opened, tested, and passed down the flexible scope without issue. The nursing staff then observed a yellow coating within the basket peeled off while the basket was being used. The user then switched to a second ngage nitinol stone extractor from the same lot and it was introduced into the patient. Then it was noted that the same issue occurred. The second device was removed and replaced with a third ngage nitinol stone extractor from a different lot and the case was able to be completed. All remnants of the yellow coating were flushed out of the patients collecting system prior to the cessation of the case. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as, a visual inspection and a functional test of the device were conducted. Two devices were returned to cook in an open package with labels for investigation. Both devices had slight damage to the basket wire sheaths that hold the basket wires in place. Both devices functioned properly. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "excessive force could damage device." Based on the available information, cook has concluded no specific details related to the procedure were known, therefore the cause for the issue could not be conclusively determined. It is possible the damage occurred due to the physical properties of the stones being removed, such as the size or shape. Clamping the basket down around the stone and removing it through the scope could possibly place enough force on the basket wires to damage the basket wire sheaths. The IFU supplied with the device contains a caution that excessive force may damage the device. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.